Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the left ventricular lead exhibited high thresholds and noise. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned cut in six pieces. Final analysis of the partial lead found that the outer and inner insulations were damaged and the outer coil was fractured at 21.2 cm from the distal end. The coils were shorting at this region. The damage was consistent with that occurring due to clavicular crush.